Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the hemopro 2 toggle was stuck on the on position, there was back bleeding as branches were not sealing proper and the heater wire dislodged from the jaws. No pieces detached inside the pt, therefore no intervention was required. A replacement unit was used to complete the procedure. The hospital did not report any pt effects. Maquet cardiovascular anticipates return of the product in question.

Manufacturer narrative:
The device has not yet been returned to maquet cardiovascular surgery for investigation. We will continue pursuing the device being returned by the customer. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product lot number. There were no non conformance issue (s) with this production lot. (B)(4).